Event description:
It was reported that a patient had a lead revision surgery because, the leads moved and the patient was not getting stimulation where she needed it. It was stated that the patient "had the surgery twice for the implant". It was unclear if that statement meant she had two revision surgeries, or if she had an implant surgery and a lead revision surgery. It was also unclear if this revision was the first or second. Approximately two weeks later, it was reported that the patient still had concerns about their device or therapy. The patient had an appointment scheduled for (B)(6) 2013 to meet with their doctor or company representative. No further information about this event was provided. If more information becomes available, a follow up report will be sent. Refer to manufacturer report # 3004209178-2013-00493, for information on the possible second revision surgery.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).